Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of thumbnail on image was swapped. The fse determined the cause of the problem to be the user was saving and swapping to quickly. Fse advised customer of save/swap issue to resolve the issue. As a precaution fse replaced the hard drive.the fse verified system functionality. The customer may abuse or misuse the system unintentionally or intentionally. If it is done unintentionally, it is usually because the user does not understand how the system was designed to function. This cause code covers a wide variety of ways the user could misuse the system including shutting down the system improperly, saving data, utilizing the motorized features and generating useful images. If the customer does not understand how the system works, the customer may think there is an issue with the system when it's functioning normally. The fse will ensure the customer is trained on the relevant topic. This complaint does not represent a malfunction as improper use, damage or abuse by the user can shorten the lift of the system and it's components.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.